Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side "I have had issues and pain with my implants and my left one has ruptured slightly" and "capsular baker grade ii". Device remains implanted.

Manufacturer narrative:
Corrected data.